Event description:
It was reported that there was lv lead displacement which required new intervention. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).